Manufacturer narrative:
Concomitant medical products: product ID: b I-500-01065, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that a 3d exam was taken using the system. When the system was used later on, it was unable to get past the initializing please wait screen. The manufacturer representative rebooted the system but did not disconnect the cable between the mvs (mobile viewing system) and ias (image acquisition system). The issue remained. Navigation was aborted and a c-arm was used for the case. The procedure was delayed by 20 minutes and there was no impact on patient outcome. Use of imaging and navigation was aborted. After the procedure the mvs and ias were disconnected and the issue was resolved.